Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a male patient (age unknown), the device failed to capture the patient's heart rhythm. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device demonstrated capture on a simulator when all pacing criteria was found to be met. The device was recertified and returned to the customer. Review of the device clinical file showed periods where there is a qrs following a pacer spike indicating there is capture; however capture does not appear to remain steady throughout this case. No device faults identified in the activity log. No trend is associated with reports of this type.